Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use when inserted the foley catheter into the patient and attempted to inject water with a syringe, the valve came off, and water could not be injected.

Manufacturer narrative:
The reported issue was confirmed cause unknown. Received 1 all silicone foley catheter with syringe. Verified material number 2758j16 and manufacturing lot number ngjx3746. Visual inspection noted the inflation cap inflation port was disconnected. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use when inserted the foley catheter into the patient and attempted to inject water with a syringe, the valve came off, and water could not be injected.